Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. On (B)(6) 2010, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device, plaintiff began to experience severe pain and bleeding as she reported to her healthcare provider. On (B)(6) 2014, plaintiff saw her physician and underwent a robotic-assisted total laparoscopic hysterectomy. Company causality comment: this case report was received from a lawyer on behalf of female plaintiff who had essure (fallopian tube occlusion insert) inserted and she presented severe pain and bleeding, followed by laparoscopic total hysterectomy. Both serious events and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and pain may occur. In this particular case, consumer presented the events during essure's use. Considering compatible temporal relationship and in the absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-dec-2016: ptc investigation result. Company causality comment: this case report was received from a lawyer on behalf of female plaintiff who had essure (fallopian tube occlusion insert) inserted and she presented severe pain and bleeding, followed by laparoscopic total hysterectomy. Both serious events and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and pain may occur. In this particular case, consumer presented the events during essure's use. Considering compatible temporal relationship and in the absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("bleeding") in an adult female patient (gravida 11, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 1 (B)(6) 2009, abruptio placentae and c-section. Concomitant products included antibiotics, carisoprodol (soma), gabapentin, morphine and vicodin (norco). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rash ("rashes") and skin disorder ("skin conditions"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, cystitis, rash, skin disorder, migraine, headache, dysmenorrhoea, dyspareunia, back pain and vulvovaginal pain was resolving and the genital haemorrhage outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abortion spontaneous, back pain, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: (B)(6) 2010: hysterosalpingogram (hsg) - satisfactory placement of both essure coils, full occlusion of both tubes. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: "plaintiff" fact sheet received. Reporter, patient concomitant condition and concomitant drug were added. The events medical device removal and complication associated with device replaced with events: pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital bleeding, vaginal haemorrhage, menorrhagia, cystitis, rash, skin disorder, migraine, headache, dysmenorrhoea, dyspareunia, back pain, "vulvovaginal" pain, device ineffective. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient (gravida 11, para 1) who had essure (batch no. 689958) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 1 ((B)(6) 2009), abruptio placentae and c-section. Concurrent conditions included uti, asthma, nicotine dependence, morbid obesity and systemic lupus erythematosus. Concomitant products included antibiotics, carisoprodol (soma), gabapentin, morphine and vicodin (norco). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), skin disorder ("skin conditions") and uterine haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, cystitis, rash, skin disorder, migraine, headache, dysmenorrhoea, dyspareunia, back pain and vulvovaginal pain was resolving and the genital haemorrhage and uterine haemorrhage outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abortion spontaneous, back pain, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: (B)(6) 2010: procedure: the essure device easily went over the tubes and the has four coils on the left and one coil on the right. Diagnostic results: (B)(6) 2010: hysterosalpingogram (hsg) - satisfactory placement of both essure coils, full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. New reporters added. Patient relevant history added. Lot number (689958) added. Per medical records, abnormal uterine bleeding added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient (gravida 11, para 1) who had essure (batch no. 689958) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 1 ((B)(6) 2009), abruptio placentae, c-section and peripheral neuropathy. Concurrent conditions included uti, asthma, nicotine dependence, morbid obesity, systemic lupus erythematosus, ra since 2011, osteoarthritis and cll. Concomitant products included amitriptyline hydrochloride (elavil), antibiotics, carisoprodol (soma), estrogen nos (estrogen), fentanyl, gabapentin, methotrexate, morphine, orphenadrine citrate (norflex), pregabalin (lyrica) and vicodin (norco). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain/back pain"), vulvovaginal pain ("vaginal pain") and urinary tract infection ("chronic urinary tract infection"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), hidradenitis ("rashes or skin conditions type: hidradenitis suppurativa") and hormone level abnormal ("hormonal changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilatera salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, cystitis, hidradenitis, migraine, headache, dysmenorrhoea, dyspareunia, back pain and vulvovaginal pain was resolving and the genital haemorrhage, uterine haemorrhage, hormone level abnormal and urinary tract infection outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abortion spontaneous, back pain, cystitis, dysmenorrhoea, dyspareunia, headache, hidradenitis, hormone level abnormal, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: (B)(6) 2010: procedure: the essure device easily went over the tubes and the has four coils on the left and one coil on the right. Diagnostic results: (B)(6) 2010: hysterosalpingogram (hsg) - satisfactory placement of both essure coils, full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: pfs received. New reporters and reporter information added. Concomitant medications, concomitant conditions and historical conditions were added. New events: hormonal changes, urinary tract infection were added. Event: rashes or skin conditions updated to hidradenitis suppurativa. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient (gravida 11, para 1) who had essure (batch no. 689958) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 1 ((B)(6) 2009), abruptio placentae and c-section. Concurrent conditions included uti, asthma, nicotine dependence, morbid obesity and systemic lupus erythematosus. Concomitant products included antibiotics, carisoprodol (soma), gabapentin, morphine and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), rash ("rashes") and skin disorder ("skin conditions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, cystitis, rash, skin disorder, migraine, headache, dysmenorrhoea, dyspareunia, back pain and vulvovaginal pain was resolving and the genital haemorrhage and uterine haemorrhage outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abortion spontaneous, back pain, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: (B)(6) 2010: procedure: the essure device easily went over the tubes and the has four coils on the left and one coil on the right. Diagnostic results: (B)(6) 2010: hysterosalpingogram (hsg) - satisfactory placement of both essure coils, full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.